Manufacturer narrative:
The reporter stated they had one additional discrepant result for the same patient from accu-chek inform ii meter serial number (B)(6) on (B)(6) 2020. At 19:28, the patient's meter result from a heel stick was 33 mg/dl. At 19:39, the patient's laboratory result from a blood draw was 49 mg/dl. The reporter's meter (serial number (B)(6)) was requested for investigation and replacement product was sent to the reporter. The reporter's meter (serial number (B)(6)) was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Control results: level 1 ¿ 44 mg/dl. Level 2 ¿ 306 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was returned for investigation where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 43 mg/dl. Level 2: 298 mg/dl. All returned results are within acceptable range.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 23:50, a heelstick sample from the patient was tested using the meter, resulting with a glucose value of 37 mg/dl. At 23:58, a sample from the patient was tested in the laboratory using an unknown method, resulting with a glucose value of 52 mg/dl. Controls passed on the meter within 24 hours of testing.